Event description:
MFR writes to rptr, "thank you so much for getting back to us on this. We will overnight you replacements today but it will help if you could forward your mailing address asap. We will include a self-addressed stamped envelope with your replacements so that you can sent back the broken combs at our expense. We apologize for the inconvenience but we are anxious to take a look at the combs to see why they might have broken." Rptr writes to MFR, "after buying and using one of your combs only a couple of times the handle cracked and fell off. Went and bought another one, and after the first use the same thing happened. I would prefer not to buy another one because of price. Can I send these to you so they can be fixed or replaced? I do like the product because it works great on my daughter's very thick hair."